Manufacturer narrative:
(B)(4). Approximate age of device ¿ 9 months. The event occurred at (B)(6). The patient remains ongoing on lvad support with the device and an ungrounded power module patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that during an outpatient clinic visit on (B)(6) 2016, a few pump stop alarm events were noted during review of the system controller log file. All of the alarms happened at night while the system controller was connected to the power module. The patient reportedly did not notice these alarms, and remained hemodynamically stable without any dizziness the entire time. The manufacturer¿s technical services representatives performed a driveline evaluation on (B)(6) 2016. The driveline was manipulated and examined with no findings of damage or distortion. System controller log files were retrieved and evaluated, with no further pump stoppages noted since the last event. No broken wires were found, both during normal testing and manipulation of the driveline. The patient's thorax was moved and no alarms or further problems were observed. As a precaution, the patient was provided with an ungrounded patient cable for use with the power module. The patient was discharged and will have further monitoring. No additional information was provided.

Manufacturer narrative:
The reported pump stoppage was confirmed through the evaluation of the submitted system controller log files. The information captured in the submitted log files indicate that there were low speed operation and pump stoppage events on (B)(6) 2016 at 20:03 and (B)(6) 2016 at 23:44. These events occurred while the system controller was connected to the power module. The events captured appeared consistent with potential driveline wire compromise; however, the specific cause of the events could not be conclusively determined based on this evaluation. X-ray images of the internal and external portions of the driveline were examined and no area of potential damage was identified. The patient remains ongoing on lvad support with the device and was provided with a non-grounded patient cable for use with the power module. Additional log files submitted containing data through 10:42 on (B)(6) 2016 captured normal system operation with no further atypical alarms. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.